Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined follow up from tandem technical support. Reportedly the customer would change out supplies. There was no reported adverse impact.